Event description:
A customer in (B)(6) notified biomérieux of a discrepant extended spectrum beta-lactamase (esbl) result while performing antibiotic susceptibility testing on an escherichia coli (e. Coli) isolate using the vitek® 2 ast-n348 test kit (ref # 420856 lot# 7880811203). The customer noted that the expected result for this isolate was sensitive. Vitek® 2 ast-n348 test kit (ref # 420856 lot# 7880882203) was also used to test the e.coli isolate and yielded a sensitive result. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) notified biomérieux of a discrepant extended spectrum beta-lactamase(esbl) result while performing antibiotic susceptibility testing on an escherichia coli (e. Coli) isolate using the vitek® 2 ast-n348 test kit (ref # 420856 lot# 7880811203). The customer noted that the expected beta-lactam result for this isolate was sensitive. Vitek® 2 ast-n348 test kit (ref # 420856 lot# 7880882203) was also used to test the e.coli isolate and yielded a sensitive result. An internal biomérieux investigation was opened. The customer submitted one isolate for the investigation. The identification of the organism was confirmed to be e. Coli by vitek® ms. Both customer lots of ast-n348 cards (7880811203 and 7880882203), along with a random lot (7880728103), were tested, along with broth microdilution (bmd). The customer issue was not reproduced during the investigation. On all three (3) card lots, susceptible drug results were obtained for all eight (8) drugs in question (amc, tzp, fox, caz, etp, mem, an, ft). Mics obtained on these cards were in essential and categorical agreement with bmd results. Therefore, cards were performing as expected.